Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found sensor cannula broken with broken part missing. It was unable to confirm if the customer received the sensor in said condition due to customer returned the product opened/used. It was unable to confirm the adhesive anomaly due to sensor was returned opened/used.

Event description:
The customer reported via phone call that she was changing the sensor and the needle hub fell off the sensor when she took it out of the packaging therefore she could not insert it anymore. She also reported that she received a lost sensor alert with the sensor in use; she looked at the site and realized the sensor had come out of her body. Blood glucose value was 218 mg/dl. The sensor was replaced and returned for analysis.